Event description:
It was reported the patient had a syncopal episode. The lead was found to have undefined impedance values and a lead fracture was confirmed with x-ray. The lead remains implanted, out of service and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis noted a lead warning occurred and all paces after that were open circuit paces. No high rate episodes were collected and the threshold appears to not have been affected which could indicate a fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2009. (B)(4).